Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's insulin pump would not turn on despite a battery change. The daughter attempted to reset the insulin pump but the device did not turn on. No further details were provided, and no products were returned or replaced.